Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba would suggest a contributory relationship because the pt would not have had this central line if she had not been undergoing prosorba treatment. The prosorba column package insert contains a warning regarding the use of central venous catheters due to the high risk of infection and /or clotting in this population. It is of concern that this pt had the catheter placed 12 days prior to her first treatment and we have received no info regarding dressing changes/flushing of that catheter during that time.

Event description:
Patient developed systemic hives, itching and swelling the evening after her first prosorba treatment (permcath placed twelve days earlier). Additional info rec'd 11/13/06 stated that pt also developed redness and purulent discharge from her right internal jugular permcath, nausea, vomiting fever, chills and pruritic chest pain 3 days after her treatment. The permcath was removed and cultured positive for staphylococcus aureus. The pt was hospitalized and diagnosed with thrombus in the right internal jugular vein and bacterial endocarditis. An echocardiogram revealed a small vegetation on the pt's tricuspid valve as well as a thrombus versus possible vegetation in the inferior vena cava. During this hospitalization she was also diagnosed with beta-thalassemia trait and microcytic anemia. She was anticoagulated and antibiotics were administered. She was discharged after 5 days.